Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was receiving treatment of worsening heart failure and right heart failure. The patient was not improving and the status was updated to do not resuscitate/do not intubate. The decision was made to withdraw care and the patient expired. The hvad pump ((B)(4)) was returned to the manufacturer for evaluation; however no testing was performed. The medical team does not believe that the device was indicated in the patient's outcome. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed include the patient's past medical history of heart failure and related comorbidities . There are patient and procedural factors that may have contributed to this event. Right heart failure is a potential event that may be associated with use of the product. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU):adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure. (B)(4).

Event description:
It was reported by the clinical engineer that the patient was admitted to the hospital for treatment of worsening heart failure. Transthoracic echocardiogram (tte) & right heart catheterization (rhc) results confirmed worsening and right heart failure. The patient was started on intravenous (IV) diuretics and milrinone for inotropic support. He was later transferred to the intensive care unit (ICU) where inhale nitric oxide (ino) and an IV lasix drip were added to his treatment regimen without improvements in the patient's breathing. The patient's wife subsequently updated the patient's status to "do not resuscitate/do not intubate" (dnr/dni). The patient continued to deteriorate and the decision was made to pursue comfort measures and turn off the patient's automatic cardiac defibrillator (aicd) and withdraw vad support. The patient expired on the evening of (B)(6) 2015. The cause of death was right heart failure. The pump was explanted, but no autopsy was performed. The medical team does not believe that the device was indicated in the patient's death. The peripherals will not be returned for evaluation because they were disposed of by the site.